Manufacturer narrative:
This investigation is still in progress. Once the investigation is complete a supplemental report will be provided. Reference MFR. Report: 1221359-2021-02286.

Event description:
The customer reported (3) three unconfirmed false positive results with the ID now covid-19 assay performed on multiple dates. This MFR. Report is one (1) of two (2). The customer reported an unconfirmed false positive result on a direct tested nasopharyngeal cultra swab with ID now covid-19 assay performed on (B)(6) 2021. Confirmation testing was performed (method not provided) and generated negative results. Although request, no additional information, including patient treatment and outcome was not provided.

Manufacturer narrative:
Additional information: after further review this report (1221359-2021-02285) has already been reported under MFR. Report (1221359-2021-01523). Making this no longer reportable.